Manufacturer narrative:
(B)(4).

Event description:
Refer to manufacturer report # 3004209178201007396. A patient had reported that their leads had pulled out of their spine 2 months ago. It was noted that the patient was waiting to have surgery. A visit with their physician was scheduled on (B)(6) 2010 of which however, was cancelled due to a permanent closure of the clinic. The patient was searching for an alternate physician. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.